Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt's in situ measurements suddenly showed several electrode channels with status hi or sc. Pt's hearing performance has been affected. An accident or trauma is not known.